Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the load process. Their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer support confirmed the cartridge alarm issue and resolved it by sending a replacement pump. The customer understood and acknowledged instructions for putting the pump into storage mode and returning it to tandem, as well as the steps to take upon receiving the replacement pump.